Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with defibrillation electrodes. The customer reports that a patient was in cardiac arrest today approximately 9:00 am, the 22660r cadence defib pad was attempted to be connected to a philips heartstart fr3, which it did not connect. A second set of 22660r pads were attempted and did not fit, the clinician then used a philips fr2 defibrillator unit with philips pads to shock the patient. Five to ten minutes passed between trying a second set of 22660r defib pads and using the philips fr2. Patient was non responsive. Patient outcome is non responsive. Based on follow up with the manufacturing facility it was determined that this is an incompatibility issue where the clinician utilized the 22660r pads with a defibrillator incompatible with this type of pad. Although no product malfunction occurred a MDR is being filed based on the patient outcome.